Event description:
On 02/12/2007, the company received a report where it was claimed the inner cannula of a 8lpc tracheostomy tube is not locking into place, resulting in the outer cannula falling out during patient use. Replacement of the tube was required.